Event description:
Hill-rom technician found that the brakes were not holding at the head end of the stretcher. He found that the rocker arm was broken causing the head end brakes not to engage. He installed the transtar brake/steer upgrade on the both ends of the stretcher and the brakes functioned properly. He found the stretcher out of service in a storage room and there were no alleged injuries.